Manufacturer narrative:
Other text: additional information: d4, h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One product was returned from the customer. Leak test inspection was performed on the returned device and the device presented leakage. Based on the leak test results, the reported nonconformance is confirmed. During returned sample analysis, it was observed that a resin line was embedded throughout a section of circuits ring. Additionally, the sample was tested under water to locate the leakage spot. As the confirmed leakage found is located exactly in the resin line embedded, a potential investigation line to follow as root cause, is the resin line embedded causing the leakage failure. Action taken: containment actions were implemented after the manufacturing date of the lots reported.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical breathing circuit was leaking air. There was no patient injury and no reported adverse events.